Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation external burn marks were observed on the reader. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation external burn marks were observed on the reader. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and burn marks were observed. Visual inspection was performed on the usb charger and charging cable and no issues were observed. Usb charger and charging cable passed testing. No opens or shorts were observed. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed and results were within specification. Power adapter passed testing. A further extended investigation was performed. Visual inspection was performed on the returned reader and observed damage to the reader casing and usb port. The damage observed on the casing looked like burn marks. No other issues was observed on the reader. The returned reader was further investigated and de-cased and an internal visual inspection was performed and no evidence of damage was observed. The device data log was unable to be retrieved through approved software due to the usb port damage. The returned battery voltage was measured and a known good battery was used to measure. The returned reader was able to power on with the known good battery. No issues were observed while navigating through the menu. Built-in self-test was performed on the retuned reader and it was observed that the reader have passed testing. Testing on the returned usb charging cable using the cable tester was performed and it was observed that the usb charging cable passed testing. The power load test on the adapter was performed and it was observed that the adapter passed testing. The damage of the casing was not affecting functionality of the returned reader. Testing was done on the reader, usb cable, and adapter. The testing results of all products passed within specifications. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.